Manufacturer narrative:
The complaint was not able to be confirmed. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'due to the manipulation of the delivery system while positioning the valve, inflation of the balloon during valve deployment was difficult. The physician reported a lot of clockwise torquing and a kink occurred in the commander delivery system. Although the balloon was slow to inflate, the valve was fully deployed. Difficulties were then encountered deflating the balloon. When the balloon would not deflate, the system was counter torqued in an effort to deflate the balloon.' In this case, the balloon was difficult to deflate with excessive manipulation, which could lead to damage to the leaflets and resulted in central regurgitation. Although a definite root cause was not able to be determined, the available information suggests that procedural factors (excessive manipulation of the devices, difficulties deflating the balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-05508.

Manufacturer narrative:
Corrected information: section h10 - portion of the summary was missing. The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No relevant case imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was not able to be confirmed. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'due to the manipulation of the delivery system while positioning the valve, inflation of the balloon during valve deployment was difficult. The physician reported a lot of clockwise torquing and a kink occurred in the commander delivery system. Although the balloon was slow to inflate, the valve was fully deployed. Difficulties were then encountered deflating the balloon. When the balloon would not deflate, the system was counter torqued in an effort to deflate the balloon.' In this case, the balloon was difficult to deflate with excessive manipulation, which could lead to damage to the leaflets and resulted in central regurgitation. Although a definite root cause was not able to be determined, the available information suggests that procedural factors (excessive manipulation of the devices, difficulties deflating the balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-05508.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). A correction to fields (list the corrected fields on the form) is being submitted in this supplemental report.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Remains implanted.

Event description:
As reported by the edwards implant patient registry, two 29mm sapien 3 valves were used during a pulmonic valve replacement procedure. Difficulties positioning the valve were encountered during the procedure. Due to the manipulation of the delivery system while positioning the valve, inflation of the balloon during valve deployment was difficult. The physician reported a lot of clockwise torquing and a kink occurred in the commander delivery system. Although the balloon was slow to inflate, the valve was fully deployed. Difficulties were then encountered deflating the balloon. When the balloon would not deflate, the system was counter torqued in an effort to deflate the balloon. The patient was ischemic for about two minutes and became hypotensive until the balloon deflated enough to be withdrawn into the rv and allow for perfusion, at which point the patient stabilized. Eventually, the balloon was deflated enough to be pulled into the rv for withdrawal. Post deployment angiogram indicated severe pulmonary insufficiency (pi). Using the rpa access instead of the lpa access, a second sapien 3 valve was successfully deployed, resolving the pi. The patient recovered well and was scheduled for discharge on postoperative day (pod) 1 or 2. It was speculated that the initial valve was possibly damaged due to the prolonged inflation time of the delivery system balloon, resulting in the severe pi.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). For follow-up report 3, a correction to field g4 was submitted in the supplemental report.